Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r (B)(4)/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 25 staples remaining in the cover block , indicating that at least 10 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Black marking was observed on the exterior of the device. Because the sample was received outside of the packaging, this could not be conclusively linked to manufacturing. The customer was contacted and stated that they did not observe the marking. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples fired properly. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. The fifth of these staples did not form properly. After this, no staples would fire. It was observed that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that doctor failed to fire stapler from device while using to patient. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that doctor failed to fire stapler from device while using to patient. No reported injury.